Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verioiq meter display was fading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started "sometime in (B)(6)" (unknown year). The patient reported using a combination of medications including lantus and novolog insulin to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on "(B)(6)" (unknown year) she was seen in the emergency room and a blood glucose test that was less than "40mg/dl" was obtained. The patient did not report receiving any intervention in response to the blood glucose reading. At the time of troubleshooting, the cca was able to determine this was not the first time the meter had been used, and there was no misuse of the product. Replacement products were sent. This complaint is being reported because, the patient claims due to the alleged issue she went to the emergency room and a severely low blood glucose reading was obtained.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.